Event description:
It has been reported to philips that the system could not start up. The system was not in clinical use when the issue occurred. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that system was not starting. No service has been performed by philips since the service quotation was not accepted by the customer since the reported issue has been resolved in another case. Fse found in another case that board card of host-pc was loosen, fse plugged and unplugged the board card of host-pc and device returned to good working order. The codes were updated based on the investigation outcome.